Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with issues noted: damaged patient adapter. Functional testing performed included leak testing(eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function testing, and integrity of seal surface test. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that solution and iodine leaked from between the transfer set and the minicap. The transfer set and minicap were replaced. There was no patient injury or medical intervention reported. No additional information is available.